Event description:
During a cystoscopy with ureteroscopy, right retrograde pyelogram, laser lithotripsy, stone extraction, and right stent placement, the donier disposable ureteroscopes was plugged in and a red triangle appeared on the center of the screen. The surgeon decided to move forward with the procedure. According to the medical record, the procedure completed with the unusual display, without further incident, no harm to the patient.